Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The customer further reported that the device did not pass the leak test performed in follow-up of the event. The root cause could be narrowed down to a cut in the hose that controls the actuation of the apl bypass valve. The damaged part was reportedly cut-off and the hose reattached; the device was working well according to specifications afterwards. Log file evaluation performed by the manufacturer confirms the expertise made by the customer¿s biomedical department. Error codes were recorded indicating a drop in auxiliary vacuum pressure and, the shut-down of automatic ventilation can be confirmed as well. The auxiliary vacuum pressure is needed to actuate the valves which control the ventilation cycles and to keep the diaphragms of the piston ventilator in place to avoid wrinkling. If the vacuum pressure drops below a minimum value due to e.g. A leak, the ventilation control is no longer possible and, dislocation of the piston diaphragms may cause severe damages to the ventilator unit. Thus, the defined device response upon a drop of vacuum pressure is the shut-down of automatic ventilation. This is accompanied by a corresponding alarm; manual ventilation with the built-in breathing bag still remains possible (as confirmed for the particular case). The exact conditions that led to the cut in the material cannot be determined from the available information. The device is 16 years old and, service and maintenance activities are performed by the hospital under sole responsibility. Dräger finally concludes that the device reacted as designed upon a deviation that was most likely related to rough handling; it can nearly be excluded that the control tubing gets damaged under typical use conditions.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.